Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 152 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.